Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a transvaginal tape placement procedure performed on (B)(6) 2015 for the treatment of stress urinary incontinence. Additionally, findings included an atrophic vaginal epithelium. The patient developed mesh erosion after the procedure, necessitating a cystoscopy and the excision of the exposed mesh on (B)(6) 2016. During the surgery, to help visualize the deteriorated mesh in the left fornix, a narrow retractor was inserted into the right anterolateral vaginal vault and a weighted speculum was inserted into the left posterior vaginal vault. An allis clamp was used to grip the exposed mesh after it had been palpated and subsequently viewed, and a hemostat was used to cut through the tissue covering the mesh. The exposed mesh was then cut with metzenbaum scissors to remove it from the vaginal vault. On palpation, there was still a trace of mesh to the left. Right below the vaginal mucosa, the mesh on the right was nicely retracted. Moreover, the exposed mesh on the left was trimmed under traction, and the allis clamp was used once more to secure it. A 3-0 vicryl suture was then utilized to close the vaginal mucosa over the area of previously exposed mesh. This was accomplished by running interlocked movements. All instruments were removed from the vaginal vault after the mucosa was closed, and a cystoscopy was performed using a saline distention medium. Urine was shown to pulse from each ureter and empty into the bladder. The two ureteral ostia were also recognized. A thorough examination of the urethra and bladder's posterior region revealed no problems. Reportedly, the patient tolerated the procedure well and, after recovery from anesthesia, was taken to the recovery room in stable condition.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.